Manufacturer narrative:
(B)(4). Investigation summary: the instrument was received with no apparent issue. The instrument was connected with a generator and pass all functional testing. The account reported that the instrument did not match the packaging identification. The tyvek provided by the account was for an nslg2c35 instrument with a lot of r9476d. The instrument returned by the account is an nslg2s35 with batch number r93z99. This condition is most likely related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap. Myomectomy, an enseal nslg2c35 was opened and the surgeon soon discovered that the jaw is not curve and is different from the one he has been using. Another device was opened and used to complete the procedure. No patient consequence.